Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer communicated with customer and confirmed that the wireless footswitch base station won't be able connect to the footswitch. The philips engineer suggested for replacement of the wireless footswitch base station. The customer order and replace the base station on their own. After that system was confirmed to be performing as per specification and returned to use. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that wireless footswitch was not communicating with the system. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system onsite. It was identified that wireless footswitch base station was failing. The wireless footswitch base station has been replaced that the system was returned to use in good working order.